Event description:
A cracked and shattered touchscreen was reported, rendering the touchscreen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, as it was still under warranty. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy.